Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised them that they were not able to get to the nurse unit since the number provided was not correct.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es they were unable to pull medication. The customer stated that there was no delay, but the malfunction occurred when the user tried to pull medication. There were no adverse events or injuries reported based on this event.